Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, the customer received a continuous glucose monitor error 42. Customer¿s blood glucose level was 135mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Additionally the alleged unexpected reset issue was verified in the pump logs, however, no failure was identified.